Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, concomitant product evaluation and system risk analysis (sra). ¿ the DHR could not be performed as the lot number was not available. ¿ trending analysis by lot number could not be reviewed since the lot number was not available. ¿ the sra indicates the risk associated with a quality problem was determined to be "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was tested by a field service engineer and the vaporizer plate was replaced. It is uncertain whether this was the cause since the cycle completed and did not cancel. The assignable cause of the issue can be could not be verified with the available information as the customer did not return the product or provide a lot number for the ci strip. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.